Event description:
Physician reported right side chronic inflammatory process linked to prosthesis encapsulation, baker grade IV. Device has been explanted.

Manufacturer narrative:
Continued: h6- health effect impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
It has been identified that this record, mrn 9617229-2023-10358, is a duplicate of mrn 9617229-2022-09511. Please see mrn 9617229-2022-09511 for reportable events.